Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Insulation damage was visually observed on the rv lead. Abbott technical support was contacted and the rv lead was capped and replaced to resolve the event during an unrelated procedure. The patient was in stable condition.